Event description:
It was reported that the patient experienced delayed shock therapy for ventricular tachycardia to sinus rhythm due to a high voltage right ventricular (rv) lead issue. Three different configurations were attempted. Two configurations failed at 0j, while the third configuration was successful. The patient was reprogrammed to the third successful configuration. The patient was being monitored. The patient was stable.